Manufacturer narrative:
Batch review performed on 17 october 2025: lot: 2337147: (B)(4) items manufactured and released on 22-sep-2023. Expiration date: 2028-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height and resurfaced the patella, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had knee pain and instability and the cause is unknown. At about 1 year and 5 months post primary the surgeon resurfaced the patient's natural patella and upsized the liner to give the patient more stability. The surgery was completed successfully.